Event description:
Manufacturer reference number: 2017865-2021-36451. Manufacturer reference number: 2017865-2021-36455. It was reported that the patient developed a pocket infection. The pacemaker, right ventricular (rv) and right atrial (ra) leads were explanted and replaced. There were no consequences and the patient was discharged.